Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed the rotations per minute (rpm) specification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6).the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed the rotations per minute (rpm) specification. Therefore, the reported condition was confirmed. It was determined that was due to immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.